Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The patient was treated with unspecified oral anti-inflammatory medications for the event. The cause of the event, hospitalization and patient outcome were not reported. Pd therapy was discontinued. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the peritoneal infection occurred on an unspecified date 1-2 months ago. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.